Event description:
Report received from abbott intl affiliate (abbott france) that states: "an elderly pt with an infection was receiving antibiotic treatment at home. In order to administrate the antibiotic treatment an abbocath was placed on 1/31/99. Three days after, as established in the hosp outpts' infection protocol, a nurse went to the pt's house to change the abbocath. When she was checking the device she realized that the catheter had detached from the hub of the abbocath. The pt was hospitalized and the catheter was extracted by a surgeon from the forearm. The pt did not suffer any untoward consequence." Aipv report indicates pt receiving rocefalin IV with concentration and dose unk. No add'l info was available.